Event description:
Pt called lfs alleging that their one touch ultra meter was reading inaccurately low. Senior medical affairs specialist spoke with pt in nov 2003 to obtain add'l info. Pt had been obtaining results such as "20.8mmol/l" and "20.2mmol/l" during the time of concern. Pt described feeling weak, shaky, and dizzy off and on. Pt decided to visit their physician's office for a blood glucose test. A comparison was made between their meter and the physician's meter. Pt's meter read "20.2mmol/l", while the physician's meter read "400 something mg/dl". Pt's insulin units were increased, as a result of the readings obtained at the physician's office. The customer service rep discovered that the meter had been set to "mmol/l", instead of "mg/dl". Pt was not aware of the unit of measurement prior to calling lfs. Pt had been basing their insulin on the meter readings. Hence, they had not been taking enough insulin during the time of concern. Pt never sought medical treatment. The customer service rep walked pt through a successful control solution test. Pt never entered the meter settings. Pt's meter was replaced due to a scratched display. The unit of measurement may have changed due to a possible power interruption. Hence, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The pt suffered serious injury during the time of concern, since they had been running elevated blood glucose levels and not taking enough insulin.